Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The anchor has been deployed. Bio debris is present. The sutures were not returned. The sliding ring has been pulled back, the lock is set, and the suture cleat has been exposed. The tines at the tip of the insertion device have been broken off. A functional evaluation could not be performed due to the anchor has already been deployed and the sliding ring has been locked. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Event description:
It was reported that during an arthroscopy, the distal tip of the suturefix ultra´s shaft was broken when the anchor was inserting into the bone hole. After the implantation of the anchor, a metal piece emerged from the bone hole, and it was found that the distal tip of the shaft was broken. The broken pieces were successfully removed from the patient. The procedure was finished with the same faulty device. No delay or further complications were reported.